Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late and capsular contracture, baker grade unknown.

Event description:
Patient representative reported left-side "intense discomfort and pain", "capsular contracture, baker grade unknown and suspected rupture", "benign cysts", "emotional distress", "surrounding folds" and "liquid in the posterior portion". Device remains implanted.